Event description:
It was reported that the patient had their pump relocated due to skin breakdown. Following the relocation, the patient experienced a spinal headache. A blood patch was performed, which then resulted in a resolution of symptoms. The drug being delivered was gablofen. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).